Event description:
The customer was hospitalized for high bgs. It was indicated that the pump had constant alarms before their admission. The sets and reservoirs were changed. Bgs were very high overnight when the customer did not hear the alarms. Troubleshooting was performed. The customer does not have a new battery to install. It was mentioned that the customer would call back for further testing.